Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 277 mg/dl. The customer reported the following led up to the event: high blood glucose due to insulin flow blocked alarm issues document treatment for high blood glucose was manual injection and an insulin pump. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, mmt-397a, mmt-397a, mmt-332a. The customer reported an insulin flow blocked alarm. The pump passed the 5u fill cannula test. The customer reported high blood glucose. The customer does not feel ok to troubleshoot. No further patient complications were reported. No product return was required for mmt-332a. No product return was required for mmt-1884. No product return was required for mmt-7040a. No product return was required for mmt-397a. No product return was required for mmt-397a. Mmt-332a was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the weight change from 0394 to 0288 which was not included in the initial report. So, the correct patient weight as per new additional information is 0288 and updated in a4 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.